Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in fdi 44 of the patient's mouth. On (B)(6) 2019, non-osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.